Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend (vse) instrument malfunctioned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the initial reporter was unable to provide any additional information about the reported event.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws would not open and close properly. Root cause attributed to component failure. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The grips did not open properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to loose grip cable. The instrument was placed on the in-house system and failed homing during initialization. The instrument was visually inspected and found the blade was dislodged. The blade was manually retracted, retested and still failed initialization 3 of 3 attempts. The instrument initialization failure was bypassed, and the instrument failed the grip force test "3.09213502" which is less than 4.25lbs. Msc logs revealed an error 22026 for "vessel sealer extended failed during homing on usm1 (toolid: vessel sealer extended)". Root cause attributed to loose grip cable. The instrument was found to have an error ¿22024¿ ¿grip torque is outside the expected range on usm 1. Error code 22024 log_strong_grip_low_torque was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Dsp logs show "strong_grip_fail" errors for the same timestamps as that of the low torque errors seen in msc logs. Low torque errors are caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw.